Manufacturer narrative:
The balloon catheter, afapro28 with lot, 86257 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for seven injections on the date of the event. The catheter failed the performance test due to a system notice of 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection and pressure testing showed a guide wire lumen tip area leakage. In conclusion, the balloon catheter failed the returned product analysis due to guide wire lumen tip breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.